Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for blood leakage with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: root cause: just before the sealing process if the tubing is hanging outside of the bottom blister cavity, the tubing can be severed. Bd has initiated a CAPA (B)(4) to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that a bd vacutainer® push button blood collection set with pre-attached holder had tubing that appeared to be cut or stretched out in one small section. Blood then leaked from the tubing when the blood was drawn. No serious injury or medical intervention reported.